Event description:
The account alleged that the head section would not rise while raising the bed with weight on the surface.

Manufacturer narrative:
The technician found the manifold had debris in the fluid causing the hydraulic system to not work correctly. The technician replaced the hydraulic manifold to correct the problem.